Manufacturer narrative:
Device evaluated by MFR.: the device was returned containing an angiojet solent omni catheter. The assembly, supply line, shaft, tip, and spike line were all visually examined for potential damage. No damage was initially noted on inspection. A functional test was performed. The pump was placed into the ultra drive console and the device displayed an under the pressure error message. The device was unable to run, due to the pressure being below specifications of 6000 kpsi. Upon noting this error, the shaft was cut open, and a hypotube fracture was found 81cm from the tip of the device.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that the device failed to prime. The 60% target lesion was located in the deep vein of the left lower limb. An angiojet solent omni catheter was used for thrombectomy procedure. However, during the procedure, the catheter could not continue to prime for several times. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, device analysis revealed a hypotube break.